Manufacturer narrative:
Device is combination product.

Event description:
It was reported a dissection had occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 28 x 3mm, concentric target lesion with a bend between 45 and 90 degrees was located in the mildly tortuous and mildly calcified right coronary (rca) artery. During the procedure, which included the placement of a 2.25 x 24mm promus element plus drug-eluting stent, a distal edge dissection was noticed. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.